Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of premature ventricular contractions (pvcs). Additionally, p waves had poor morphology and ra threshold was very high at 3.5volts at 1ms (milli-second). Technical services (ts) recommended x-ray to check for lead migration. Device was also reprogrammed vvi 50 to allow patient to conduct and not blank the pvcs and also ra sensitivity to 0.25 mv. This lead remains in service and no adverse patient effected were reported. Additional information was obtained indicating that the ra lead demonstrated dislodgment and perforation. The patient was diagnosed with twiddler's syndrome and subsequently admitted for pericardial effusion. The existing lead was successfully explanted, and a new lead was implanted without any further adverse effects reported.